Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the error and replaced the universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. The usm2 unit has been returned for evaluation and the failure analysis testing has been completed. The reported error was confirmed and replicated. The usm was tested on an in-house system and failed normal mode as it triggered error 23008. It also failed multiple tests including carriage strength, carriage sensors check, carriage lissajous, carriage agc current, and sine cycle tests with error 23008. The usm passed the following tests: direction test, chipencoder virtual absolute (cva) characterization, friction, carriage friction, brake release, brake hold, advanced brake, and carriage switch. The instrument sterile adapter (isa) board, degrees of freedom (dof) 9 gearbox, and dof 9 rotor will be replaced. The root cause of the issue was determined to be a component failure. This complaint is being reported based on the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure that a reoccurring 23008 fault occurred while trying to dock. Prior to calling in, the customer power cycled the system and performed an emergency power off (epo). The system powered on with the same 23008 fault on arm 2, axis 8. The technical support engineer (tse) had the customer disable arm 2 and continue using the system with arm 3 as the camera arm. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.